Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The registered nurse (rn) reported the patient was receiving an air detected in cassette alarm during an unknown of their treatment and the treatment was cancelled. The rn stated the tubing was removed and fluid was spilling out around the pump module. The rn had run a test on the cycler and set it up again, and the same thing happened when they removed the tubing and fluid was pouring out from the pump module area, but no damage to the tubing was noticed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid was discovered in the pump module area and on the external of the cassette the rn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during step 9 of their pd end treatment. The registered nurse (rn) reported the patient was receiving an air detected in cassette alarm during an unknown of their treatment and the treatment was cancelled. The rn stated the tubing was removed and fluid was spilling out around the pump module. The rn had run a test on the cycler and set it up again, and the same thing happened when they removed the tubing and fluid was pouring out from the pump module area, but no damage to the tubing was noticed. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The rn reported that the fluid was discovered in the pump module area and on the external of the cassette the rn was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however; to date has not been provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.